Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately sometime in a month from date manufacturer was made aware.

Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that patient had loss its coverage. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.